Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system -controller. Con104832 - controller / catalog number 1403us / expiration date 09/30/2017. (B)(4). Device available for evaluation?: no. Device evaluated by manufacturer? No, not returned to manufacturer. Labeled for single use? No. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a bivad patient attempted a dressing change at home and while performing the change they accidentally cut the driveline of the right ventricular assist device (rvad). The device stopped and alarms went off. The patient was rushed to the hospital. The lvad site was intact. The patient was placed on inotropes to support the right heart. The patient remained stable on inotropes and received a heart transplant a week later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Correction: b3, b5, e, g4, h6, h7, h10 other devices involved in this event: d1: heartware ventricular assist system ¿controller 1.0 serial number: con104832 h6 device code(s): c63007 h6 method code(s): 10, 3331, 4112 h6 result code(s): 180 h6 conclusion code(s): 12, 19 product event summary: a segment of the driveline cable and the controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported vad stopped and electrical fault alarms event was confirmed through analysis of the controller log files. Analysis of the alarm log files revealed an electrical fault alarm logged due to overcurrent conditions resulting in the stators failing at 00:18:13 on july 23, 2017. A vad stopped alarm was simultaneously recorded at the time of the electrical fault alarm. A vad disconnect alarm was recorded one second later, indicating that the driveline had been disconnected from the controller. Two additional vad disconnect alarms were subsequently recorded at 01:21:27 on july 23, 2017 and at 12:41:53 on july 24, 2017. Visual inspection of the driveline did not reveal any damage or cuts; as a result, the reported "driveline cut" event could not be confirmed with the available segment of the driveline cable. Since the entire length of the driveline cable was not returned for evaluation, it is possible that the cable was cut in a segment which was not received or that the patient cut through the entire driveline cable at the end of the received segment. Functional testing of the driveline segment revealed that all wires maintained continuity across the length of received segment and the connector was able to connect securely to a test controller port. Failure analysis of the returned controller revealed that the device passed functional testing; visual inspection revealed a loose power port one (1) connector and a missing serial cap. Based on an internal investigation, the most likely root cause of the loose connector on the controller can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. The missing serial cap is likely due to user's handling of the device. Based on the available information, the most likely root cause of the reported event can be attributed to the reported cutting of the driveline by the patient resulting in the vad stopped and electrical fault alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one vad stop and one electrical fault alarm were logged.

Manufacturer narrative:
Additional device for this complaints: (B)(4). Device available for evaluation?: yes, 2017-09-20. Device evaluated by MFR?: yes. Device MFR date: 2016-09-17. The received controller failed visual inspection and passed most functional checks, except the tug test waived due to a loose power source connector. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review, there is no complaint on controller (B)(4). A segment of driveline cable (B)(4) and controller (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported "device stop/alarms" event was confirmed through analysis of controller log files. Analysis of the alarm log files revealed an electrical fault logged due to overcurrent conditions resulting in the stators failing at 00:18:13 on (B)(6) 2017. A vad stop alarm was simultaneously recorded at the time of the electrical fault alarm. A vad disconnect alarm was recorded one second later, indicating that the driveline had been disconnected from the controller. Two additional vad disconnect alarms were subsequently recorded at 01:21:27 on (B)(6) 2017 and at 12:41:53 on (B)(6) 2017. Visual inspection of the driveline did not reveal any damage or cuts; so the reported "driveline cut" event could not be confirmed with the available segment of driveline cable. Since the entire length of driveline cable was not returned for evaluation, it is possible that the cable was cut in a segment which was not received or that the patient cut through the entire driveline cable at the end of the received segment. Functional testing of the driveline segment revealed that all wires maintained continuity across the length of received segment and the connector was able to connect securely to a test controller port. Failure analysis of the returned controller revealed that the device passed functional testing but visual inspection revealed a loose power port 1 connector and a missing serial cap. These are additional observations not related to the reported event. Based on the available information, the most likely root cause of the reported event is the reported cutting of the driveline by the patient resulting in the observed alarms. An internal investigation has been opened by the supplier to address loose connectors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.